Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd alaris pump module smartsite infusion set had damaged tubing. The following information was provided by the initial reporter: IV pump tubing breaking at the ¿blue piece¿ at the bottom where it intersects with the pump.

Manufacturer narrative:
Correction: a code corrected to better align with reported issue one sample submitted. Sample separated at lower pumping segment to silicone tubing. Tubing shows indentation of securement collar was on the tubing but not provided with the sample. The customer complaint of separation was confirmed. The investigation was forwarded to manufacturing for further analysis. Examination of the silicone tubing, it appears that there is evidence of the silicone tubing having an indention in the tubing. This indention indicates that the securement collar of the tube was on the assembly prior to the separation of the tubing. Additionally, the tubing was in use prior to the tubing separating. Based on the investigation findings, and no additional information from the customer after multiple attempts to determine how the infusion set was prepared before use, the root cause of the issue could not be determined. A device history record review for model 2420-0007 lot number 25125110 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.